Event description:
Additional information received from the healthcare provider noted that it sounded like the patient had called the manufacturer and wasn¿t happy with the interstim. The healthcare provider had been in constant communication with the patient and then she just stopped calling them, offering her that they could take it out, that they could do whatever she needed and they had not heard back from her. The healthcare provider encouraged her to call the office. The healthcare provider didn't think the stroke was related. There was also, they thought, the patient had more caregivers then she did have to help her and to be able to function with this and the healthcare provider thought there was just a big question with understanding.

Event description:
It was reported that the patient had never had therapeutic effect. The patient noted not being able to adjust stimulation. It was recommended repositioning patient programmer or antenna over implantable neurostimulator (ins). This action resolved the reported issue. The patient stated originally the implant was put in for fecal incontinence with some bladder incontinence but now the patient had full blown bladder incontinence with fecal incontinence. Before the patient could get to her follow-up appointment, she had a stroke and had been out of commission. The patient stated the stimulation had never worked. When they tried to get the programming done it still didn't work. Ever since it had been put in, it hadn't worked. The patient couldn't feel the stimulation at all, and wasn't working and still wasn't working. The patient stated her hcp (healthcare provider) didn't know much about the stimulation. The patient stated they (meaning as in her homecare people at home) had been working with the patient programmer to adjust the stimulation and could not go higher then 2.0v. The patient stated it was set at 2 and would not go any higher and stated when she had it at 1.50v there was no feeling at all. The patient's sense was it wasn't working and not correcting her bowel and bladder issues. Patient services walked the patient through how to use her patient programmer and theory of therapy. The patient was currently on program 2 at 2.0v with lightning bolt. The patient adjusted it up to 2.50v in standing position and patient services asked the patient to sit down and see if it was still comfortable. The patient stated when she sits it wasn't comfortable and patient services had the patient adjust it back down to 2.40v . The patient stated it felt like it was jabbing her in the vagina. Patient services asked the patient to decrease it down one more setting and the patient stated she was down to 2.35v and it felt better. The patient stated when navigating over to other programs the following settings were noted: 3 @ 2.35v 4 @ 1.50v 1 @ 2.35v the following service or education issue(s) were observed by patient services agent: the patient lacked basic understanding of patient programmer use and the therapy. Patient education on patient programmer use resolved the reported issue. Additional information received from the patient noted that they were still having concerns regarding their device. Appointment date was noted as "none". No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0q1ge, implanted: 2014-(B)(6), product type lead (B)(4).

Manufacturer narrative:
(B)(4).